Event description:
A 3.0mm diameter by 12mm length stent delivery system was inserted in attempt to direct stent a lesion in the mid-circumflex coronary artery. It was not possible to cross the target lesion, therefore, the stent delivery system was pulled back from the coronary artery. The lesion was pre-dilated with a 2.5mm by 20mm ptca balloon, then the stent delivery system was re-inserted. After insertion, it was noted under fluoroscopy that the stent had dislodged from the stent delivery balloon. The stent dislodged distal to the lesion site. A 2.5mm by 20mm angioplasty balloon was inserted through the undeployed stent and slightly inflated. The stent was pulled back to the lesion site and was successfully deployed. A second s7 stent was deployed proximal to the first deployed stent to complete the case. The pt was reported to be fine, and there was no additional clinical sequelae relative to the event. The instructions for use were not followed when the lesion was not pre-dilated.